Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument had physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have damaged conductor wire insulation. A visual inspection found the wire exposed. The instrument passed the electric continuity test. The grips opened and closed properly. The complaint regarding fenestrated bipolar forceps cable insulation was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impacts, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint remains a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing one of the black insulated cables in the instrument fenestrated bipolar forceps has a big hole on the distal end. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no further information is available.